Event description:
The customer reported that the reservoir of a ce intermate lv167 device had ruptured after filling. No patient injury or medical intervention was reported. There is no additional information available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore, the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA (B)(4). Trend review determined that similar reports have been received by baxter.